Manufacturer narrative:
The external drainage system (ID 821731c) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported an external drainage system (ID 821731c) was leaking at the leur lock connection and leak did not stop after connection was tightened. Therefore, an evd tube was replaced. No serious harm was reported.